Event description:
Information was received indicating that the pump exhibited a motor alarm. It is unknown if there was any patient involvement or adverse effects.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. System advisory maintenance recommended - no motor rate error or motor not running error was found in event history log (ehl) - ehl was attached to investigation for reference. The cause of the reported problem was traced to the annual pm (preventive maintenance) reminder, due to customer's non-performance of required periodic pm activities and the customer's general neglect of the devivce. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.